Manufacturer narrative:
Patient date of birth and weight not available for reporting. Additional product code: hty. (B)(4) lot number unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction and internal fixation (orif) of the left distal humerus, part of the 1.6 mm k-wire used to hold the plate broke when the surgeon was trying to remove it after the fixation of the screws in the plate. The fragments generated were retained in the patient. The procedure was completed with no delay. The patient was stable after the surgery. Concomitant device reported: 2.7 mm/3.5 mm variable angle locking compression plate (va-lcp) extended medial distal humerus plate 4 hole left 111 mm long (part 02.117.704, lot number unknown, quantity 1), 2.7 mm/3.5 mm va-lcp lateral distal humerus plate 1 hole left 69 mm short (part 02.117.901, lot number unknown, quantity 1), 2.7 mm/3.5 mm va-lcp proximal olecranon plate 2 hole left 73 mm (part 02.107.102, lot number unknown, quantity 1), and screw (part number unknown, lot number unknown, quantity unknown). This is report 1 of 1 for (B)(4).